Manufacturer narrative:
Siemens filed initial MDR 2432235-2020-00302 on 09-jun-2020. Additional information (09-jun-2020): siemens received information that discordant results for the patient were not reported. A new patient sample was collected and tested, which resulted negative and matched the patient's clinical history. The result was reported to the physician as negative and the physician considered it correct.

Manufacturer narrative:
The customer contacted a siemens customer care center. One level of quality control (qc) recovered outside of its acceptable range before the mislabeled sample was initially processed. The customer subsequently investigated the cause of this event and determined that the sample was mislabeled and tested the correct sample for this patient. A siemens customer service engineer (cse) was dispatched to the customer's site and performed a total service call. After inspecting the instrument, the cse cleaned luminometer, checked the sample and reagent probe alignments, checked wash station performance, and checked acid and base dispenses. Then, the cse ran 10 replicates of controls and 2 patient samples. The results recovered within range and with good precision. The cause of the event is related to a use error. The customer resumed testing patient samples for hcg on the instrument. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A mislabeled patient sample was processed for total human chorionic gonadotropin on an advia centaur xpt instrument. The sample was diluted multiple times (in a 1:200, 1:5 and 1:10 dilution), repeated on the same instrument, and the repeat results were higher. The customer indicated that these results were discordant. The undiluted sample was also repeated on the same instrument twice and these results were lower than the discordant results. Additionally, the sample was repeated on an alternate advia centaur instrument. The customer reported that they were able to test the correct sample for this patient without any issues. The correct and reported results for this patient are unknown. There are no known reports of patient intervention or adverse health consequences due to this event.